Manufacturer narrative:
Electrode belt (B)(4) was returned for evaluation at the distributor. The reported problem (will not stay latched, service code 204) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor, causing the service code 204. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to securely latch to a monitor and was producing service code 204 (belt/monitor unusable).